Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture observed on the holter monitor. The patient's rate dropped to 30ppm; however, pacing spikes were coming through at 70ppm. Lead measurements were normal and no noise could be produced. The patient experienced chest pain during the time the holter was worn.